Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ mother reported via phone call that her son experienced high and low blood glucose. The customer¿s blood glucose level was rising to 543 mg/dl treated with bolus and then an hour later the blood glucose went down to 65 mg/dl his current blood glucose value is 80 mg/dl. The customer treated his lows with food. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering as he dropped for in the 500's to 65 in an hour. The insulin pump will not be returned for analysis.